Event description:
The account reported the brakes are not holding. The bed is located in the maintenance department at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found that the brake casters had damaged stems which also damaged the brake caster supports. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked out for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the main bearing, brake casters, brake steer casters and supports to resolve the issue. Based on this information, no further action is required.